Manufacturer narrative:
This is not an implantable device.(B)(6).(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that prior to implantation of an intraocular lens (iol), the surgeon noticed, under the microscope, that the tip of the cartridge had a sharp burr. No patient contact reported. A new lens and cartridge were used and there was a few minutes delay in the procedure. No injury to the eye was reported and the patient outcome was as expected. No further information was provided.

Manufacturer narrative:
Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection under microscope showed residues of viscoelastic solution (ovd) on the cartridge indicating that the unit was prepared and handled for surgical use. The intraocular lens (iol) was observed caught inside the cartridge. Stress marks and dent/distortion were observed on the cartridge's tip. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.